Manufacturer narrative:
The reagent lot number was 817197. The expiration date was not provided. The field service engineer performed 2 cycles of maintenance item "wash sipper flow paths" and performed precision testing that was acceptable. The investigation determined the root cause was contamination of the sipper and the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pure e 402 analytical unit. The initial elecsys estradiol iii result was 92 pmol/l. The doctor questioned the result and asked for repeat testing. The repeat result was 261 pmol/l.